Event description:
Consumer called to report results not consistent with the way they feel. Believes the meter is running low. Analysis run on clark error grid using mean avg. Reading (57) vs. Bd readings (24, 55, 59, 91) yielded data points in the d range of the grid, outside acceptable limits.